Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(6) implanted: (B)(6) 2009 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 23-jun-2011, UDI#: (B)(4) please refer to regulatory report 3004209178-2023-04028 for related, previously documented issues with the above catheter. A new regulatory report was submitted instead of a supplemental report due to the allegations in this report occurring after the replacement pump was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient representative (caller) regarding a patient receiving unknown morphine (unknown concentration and dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the caller stated the MRI f acility canceled the patient's MRI of their neck and spine this past saturday due to the patient 'having the pump' and requested a manufacturer representative to be at the rescheduled MRI. The manufacturer's patient services specialist (pss) reviewed MRI compatibi lity and redirected the caller to the healthcare provider (hcp). When pss inquired if the MRI was related to the pump or therapy, caller stated 'ever since pump replacement last month, the patient had been suffering from severe back pain. Even though the pump was good and giving the correct dosage, they were still suffering from excruciating pain. They wanted tosee if the patient pinched or damaged anything, because after replacement, we had to rush them back to the ER due to withdrawals due to the line and the pump having a bubble in it and not receiving any meds. So out of desperation from pain, they were making movements that they suspect may have hurt the patient's back. They still hasn't recovered and it's been over a month.' Caller called back three days later stating the MRI facility wants the device information emailed to them before they will request a rep to come for the interrogation of the pump. Pss reviewed info and warm transferred to prs for assistance. Caller mentioned the patient had ptsd from being rushed back to the hos pital after the pump replacement because there was an issue where there was a bubble caused by the catheter pulling away from the spinal area so the patient was now worried constantly that there is an issue with the pump and didn't want to wait to travel to the hcp to have it checked, they preferred to have it checked at the MRI facility right away if possible.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration and dose) via an implantable pump for non-malignant pain and radiculopathy. The caller stated, "since having it replaced in february (due to normal battery depletion), she's been having problems with it. She got hospitalized less than 24 hours afterwards due to the catheter catching some air and she wasn't able to get meds through the pump - was in the hospital for 7 days.